Event description:
It was reported that the user experienced an insulin low alert and required assistance completing an infusion set change; the agent guided reconnection and insulin delivery was resumed, after which the reported blood glucose was 303 mg/dl, and the device involved was an ilet system. Symptoms included hyperglycemia without reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.